Event description:
When preparing to use pump it began alarming "internal error". Pump was immediately removed from svc, tagged and biomed notified. No injury to pt. Replaced mac assembly. Work order lists: clean and inspect all external surfaces. Check for proper performance. Examine cables, power cords and operation. Verify correct operation of all controls, displays, indicator lights and alarms. Perform electrical safety inspection. Completion comments: replaced mac assemblies, unit functions properly.